Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Event description:
On 10/23/2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.03 on a 61 year old male patient with non st segment mi/hypomagnesemia presented with numbness. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). Positive cut-off value: negative 0.00 - 0.08 ng/ml, positive >0.08 ng/ml. Per I-stat system manual: art: 714258-00q; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/09/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot c18205.